Event description:
The dexcom g6 cgm mobile application for the apple iphone has been providing inaccurate readings since I updated to the latest operating system (ios 16). As a result, my bolus doses from my omnipod have also been inaccurate, causing me to experience either hyperglycemia or hypoglycemia. Dexcom should have tested the application before releasing it with the latest operating system to prevent these issues.